Manufacturer narrative:
Insulin pump received with a blank non-flashing white lcd display with vertical and horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test or verify missing segments due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 151 mg/dl. The customer also reported that the insulin pump screen was white and pixels were missing and belt clip was also broken. The insulin pump will be returned for analysis.